Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is a very good user and has developed a comprehensive verbal language with her cochlear implant. The performance has gradually deteriorated. The patient's mother reported that patient is not responding. No accident was reported. Testing performed shows electrode impedances went high gradually.